Event description:
A critically ill pt with multiple failing organs and anemia was found to have a spuriously and markedly increased hemoglobin that was not recognized by the pt's healthcare professionals as not belonging to this pt. Additionally, the platelet count and leukocyte count were consistently those of another pt. As a result, appropriate care for this pt's anemia was delayed due to the erroneous result from misidentification. The pt whose results these may have been mistreated as well. Misidentifications have become commonplace at our institution with the advent of (B)(6) systems' burden of extra steps in the specimen ordering, labeling, and processing, and in displaying results. The forensic details are unk and (B)(6) investigation.